Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly and excessive no delivery alarm due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump's act button stopped responding while priming. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had received many no delivery alerts in past few years, he receives low battery warning only before the insulin pump dies, battery indicator was not working properly, and there were minor scratches on the screen. The insulin pump will not be returned for analysis.